Event description:
It was reported that during patient care, the platform displayed user advisory 17 (max motor on time exceeded during active operation). Customer was not able to clear the user advisory by replacing the battery. Customer indicated that patient impact is unk. No other info could be obtained.

Manufacturer narrative:
Zoll medical corp has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is complete.